Manufacturer narrative:
Patient information: no information was provided. No patient or staff injury was alleged. Date of event: exact date of event not provided. Reporter indicated event occurred in (B)(6) 2020. The sample was not available for evaluation. 3m is unable to verify the leak, identify exact location and root cause without the sample. Based on the provided information, the reported incident appears to have occurred due to solvent bond failure. 3m will continue to monitor.

Event description:
A hospital crna in (B)(6) reported that in (B)(6) 2020 the anesthesia department discovered a 3m¿ ranger¿ high flow disposable set (model 24355) leaked ringer's solution fluid directly below the drip chamber. A 3m¿ ranger¿ warming unit (model 24510) was used to warm the set. No pressure device or pump was used. No patient or staff injury was alleged.